Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03594. It was reported that the rotawire tip detached and remained inside the patient's body. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery (lad). A 1.25 mm rotalink¿ plus and a rotawire floppy were selected for use. During procedure, the burr was advanced over the rotawire to ablate the calcium. The rotawire ended in the side branch of the lad and the physician felt it was at weird angle. The rotawire was slightly buckled. The burr got too close to the tip of the wire during ablation and the tip of the wire snapped due to the strain. The advancer was removed over the wire along with the burr. However, the tip the wire was left inside the patient's body. The physician did not attempt to retrieve the detached portion of the rotawire as it was in the side branch and not in a main vessel. The procedure was then completed with an unspecified stent placed on the target lesion. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03594 it was further reported via facility medwatch (B)(4) that 3cm platinum tip of the rotawire broke off in a small branch of the distal left circumflex.